Event description:
Invalid result. Customer reported he performed the test but no lines appeared in the CT window. I confirmed he performed the test correctly. I requested he send a picture of the cassette but he never sent a picture.

Manufacturer narrative:
The current complaint is related to performance issue or device malfunction, but no information was provided for acon to conduct an investigation. Any additional information received by acon may be provided to FDA in a follow up MDR.